Event description:
A copy of a letter was forwarded to shiley from the initial reporter which indicated that a patient with a bjork-shiley convexo-concave mitral heart valve died. According to a translation of an autopsy report, the "disc fell off the valve, [the] disc was found in abdominal aorta".